Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation was caused by another company's guide wire. A graftmaster stent was attempted; however, failed to cross to the perforation. No further treatment to the perforation was required. The pt was placed under observation and the perforation sealed on its own. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation: product performance engineering determined that the device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation. The device was used in (B)(6) 2009, although it had expired in february 2009. This is considered off-label use.